Manufacturer narrative:
(B)(4). A sample was returned to baxter and an evaluation was completed. Internal and external inspection and functional testing were performed. A review of the device logs verified the reported problem was system error 2084. However, this review revealed no keystrokes, programming, or use related events that contributed to the reported issue. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an unspecified problem with the homechoice device, (details not provided). There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and an evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.